Event description:
It was reported that the implantable cardioverter defibrillator exhibited under-sensing and failure to convert rhythm after providing therapy multiple times for an event. Programming changes were made on the device. Patient was stable.